Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is improper use - device interface. The patient was unable to confirm any details from the event, neither was the product being blamed for accidental movement. The wheelchair was left with the power on close to the edge of the steps while the patient was watching a fishing tournament while occupying the device. The patient remembers waving at a friend at the same time the device moved forward. When the wheelchair was evaluated the device operated without error and was found to be in functional condition electronically. Based upon the evidence, permobil believes that the patient accident engaged the joystick controls and moved the product over the edge. The patient has been informed of the associated warnings (see warning labels from f3 owner's manual) for the device if used in near unprotected edges, drops or on elevated surfaces. The patient was also informed to power off the wheelchair when parked to prevent this type of event from reoccurring. Permobil has requested that the product be replaced because we are unable to guarantee the long-term safety and reliability of the device from such events (see accidents & extraordinary events policy). The DHR was reviewed and the wheelchair met specification prior to distribution.

Manufacturer narrative:
Investigation pending and root cause of this failure mode is currently "unknown". The wheelchair was evaluated after the incident and the device operated as intended without any electrical malfunctions surrounding the joystick controls and electrical system. The device powered on and drove without error. It is speculated that the patient kept the wheelchair powered on and inadvertently encountered the joystick while waving to his friend and caused the wheelchair to move forward. The elevated deck has not been inspected at this time as we are unsure if the suspect environment is safe for wheelchair usage. Establishing contact with the patient has been difficult and investigation delayed and remains open. A follow up MDR will be submitted upon completion of this investigation and will include any missing information currently in this report. The DHR for this device has been reviewed and the wheelchair met specification prior to distribution.

Event description:
On (B)(6) 2017, patient was in the wheelchair watching a fishing tournament on an elevated deck near a flight of steps. Patient waved at a neighbor and the wheelchair went forward and fell down 15 steps. Patient was pinned between the wheelchair and the railing sustaining injury. Patient suffered a broken left arm, severely bruised left hip and right arm with the possibility of a concussion / neck injury.